Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported that the device lost power. The event timing is outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
Review of the repair assessment provided determined the following: the device had a damaged cable, exhibited corrosion, had unstable motor speed, and there was a failure of the motor function. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.